Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's leads began to erode through the pocket and there was purulent drainage. The entire implantable cardioverter defibrillator (ICD) system was explanted. Further information was not provided.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5119506.